Manufacturer narrative:
On 6/22/2018 the device was returned to mentor for evaluation. On 6/27/2018 additional information was received with the field experience report. The event date has been updated. When the device was explanted, bilateral prosthesis replacement with mentor smooth round moderate plus profile 500cc saline prostheses was also performed. Additional information was received on 6/29/2018. The patient was caucasian. The diagnosis of deflation was confirmed using mammography. Mentor received additional information on 7/2/2018. The patient has fully recovered with no residual effects or additional issues. The patient did not require an extended hospital stay. The investigation of the returned device was completed by the failure analysis lab on 7/12/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round spectrum 475cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Evaluation of the device revealed a rent measuring approximately 3.2 cm within a crease affecting the posterior and anterior aspects. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed. A possible cause of the failure could not be determined. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Concomitant products: mentor smooth round spectrum 475cc saline prosthesis, catalog #3501480, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round spectrum 475cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
On 11/19/2019, mentor became aware that previously-submitted reference number 1645337-2018-03666 were duplicated. Any additional event information received will be reported under this manufacturer's report number as applicable. Manufacturer¿s reference number: (B)(4).